Event description:
The patient was implanted in 2006 with the gore excluder aaa endoprosthesis. The aneurysm size had remained stable for two years. In 2008 aneurysm growth was noted and in 2009 a type ii endoleak was detected. At about one week later, patient went in for a reintervention at which time, an angiography also showed a type I endoleak. An aortic cuff extension was implanted successfully repairing the type I endoleak. The patient tolerated the procedure and the doctor believes it was the type I endoleak that lead to the aneurismal growth. The patient was seen one week post-procedure, and is doing well. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.